Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings issue occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2024, the patient stated that he had problems with the notification the night before the call. He was reportedly not able to get an alarm when he hit low on his app. The episode occurred after the sensor had been inserted in the thigh. The patient was diaphoretic, convulsing, shaking, and salivating. The spouse attempted to give carbohydrates but the patient was choking. The patient stated that they needed to call the ambulance to get medical attention. The patient was treated with glucose and unspecified reading was 85 mg/dl after treatment. At the time of the report, the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.